Event description:
Related manufacturer reference number: 2017865-2025-10409. It was reported that a remote transmission was showing inappropriate episodes of high ventricular rate (hvr) and automatic mode switch (ams) due to over-sensing of right ventricular (rv) and right atrial (ra) lead noise. The leads will be monitored. The patient was asymptomatic.